Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The accessories used during the event were not returned for evaluation. There was no fault found with the device. The device was recertified and returned to the customer. The device activity logs were not available for review. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician changed pads twice in an attempt to resolve no ECG signal without success. Clinician then obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the products and will be providing a supplemental report when our investigation is completed.